Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician fouind the s7 valve was not opening. The technician replaced the valve to repair the bed.